Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, an nrg needle was selected for the transeptal puncture (tsp) procedure. When the cable was connected to the rf needle as usual and puncture was attempted, the device displayed ready and operated without any problem, but puncture could not be performed. Several attempts were made without success. The nrg needle was replaced with a similar device, and the tsp was successfully completed. The procedure was completed as scheduled. No patient complications were reported. The device was disposed and is not expected to return.